Event description:
Device's base unit has melted around the connectors. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.